Manufacturer narrative:
Balt USA reference: # (B)(4). An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f251200584 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "physician deployed the optimax 4x7 in an aneurysm to frame. A very strait tail popped out through the stent struts and into the parent vessel. He then deployed an optima helical 3x6 ss and a tail remnant was sticking out as well. He had to place a 2nd stent to tack it up. The physician said it has happened more than a few times with balt coils." Incident report form submitted for this complaint indicates that no patient injury was sustained.